Event description:
It was reported on an external medwatch form that two (2) tlc55's were used during an unknown procedure. It was reported that the surgeon went to use the first reload and the gun fired, but did not seal tissue. The same thing happened with a second reload. A new gun was opened and the first reload on the second gun again did not seal the tissue. The second reload had the same thing happen also. A third gun was used to finish the seal.